Manufacturer narrative:
Evaluation results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer single piece lens within the same surgery due to the surgeon having decided to use a different lens. The lens was removed with no patient injury, no enlarged incision, or sutures. The reporter stated the lens did not malfunction and there was no patient event, no capsule, or vitrectomy, it was the surgeon's decision to remove the lens. The reporter stated this facility uses a competitors phacoemulsification system.